Event description:
Applier misaligned. Product will be returned for repair so there is no return for investigation.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found complete without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) of 2020. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alledged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and funtion tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Applier misaligned. Product will be returned for repair so there is no return for investigation.